Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged low blood glucose readings hovering between 60¿70 mg/dl for approximately three hours despite oral carbohydrate intake, including glucose tablets, while using a steel cannula infusion set (6 mm) with the ilet, with meal announcements reported and system response appearing appropriate; a confirmatory fingerstick later showed recovery to 104 mg/dl. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and resolution without emergency care or hospitalization. Investigation included troubleshooting and user education, review of reported glucose data, confirmation of meal announcements, and assessment of algorithm response. Investigation of this case revealed no device malfunction evident from available information, with the cause of hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.